Manufacturer narrative:
It was reported that this lead was capped on 4/1/2020 due to shock impedances greater than 150 ohms. No adverse patient events were reported. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Out of range shock impedance and increase in rv pacing impedance were noted during an in-office follow up. After performing isometrics, noise was also observed on the lead. Patient reported that they had a fall in (B)(6) 2019. Changes in lead impedance occurred beginning of january. Lead remains actively implanted, but patient was advised to discuss next steps with physician.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.